Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 139-200mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 85mg/dl and 81mg/dl fasting. Reviewed meter memory: (B)(6). Customers is concern with 87mg/dl on (B)(6) 2015 9:43:00 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 139-200mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 85mg/dl and 81mg/dl fasting. Reviewed meter memory: (B)(6). Customers is concern with 87mg/dl on (B)(6) 2015 9:43:00 am. Adverse event not reported.